Event description:
Medics responded to a male patient in an apparent cardiac arrest. The pt was connected to the device and diagnosed as having a "tombstone" ECG. The device analyzed patient ECG and one shock was delivered. According to the reporter, the device started flashing, appeared to rest, and the battery went from four bars to two bars. Patient electrodes were disconnected while being transferred to the ambulance. According to the reporter, when patient was re-attached only dash lines appeared and changing leads did not restore ECG. The reporter stated that the pt passed away on the way to the hospital and was declared at the hospital ed.

Manufacturer narrative:
The reporter stated the device is in quarantine and is not available for evaluation at this time.